Event description:
It was initially reported that both lug pins on one size 8 cfs soft swivel flange neckplate had broken, as the patient coughed resulting in a momentary decannulation. As mallinckrodt initiated an MDR exemption/product advisory back in july 06, 1999, a medwatch report had not been filed. Upon receipt and evaluation of the involved device, it was discovered that the lug pins were intact and that the soft swivel flange had been separated only and not broken. It was reported there was no patient injury and the patient was reportedly in stable condition. As a result of this event a project team has been established in order to conduct an investigation. While this team is still in process, they have been able to confirm acceptable cen separation force standards 1996-annex a. No unusaual factors have been recorded up to this point. The project team will continue their investigation(s) and a follow-up report will be submitted as enough information is gathered. The team's estimated completion date is 01/30/2000.